Manufacturer narrative:
(B)(4). Method: the subject device, rd900agu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in germany for evaluation where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, previous investigations of similar events, and our knowledge of the product. Results: the subject device was performance tested during service inspection and it was found that the device was not reaching the required pressure. Upon replacement of the front case, the device passed the performance test. Conclusion: we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900agu neopuff infant resuscitator is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
During device evaluation and performance testing of a rd900 neopuff infant resuscitator at our fisher & paykel healthcare (f&p) regional office in germany, it was found that the device was not reaching the required pressure. There was no patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing. Section g4: the rd900agu neopuff infant resuscitator is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k971695.

Event description:
During device evaluation and performance testing of a rd900 neopuff infant resuscitator at our fisher & paykel healthcare (f&p) regional office in germany, it was found that the device was not reaching the required pressure. There was no reported patient involvement.